Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an infusion set adhesive issue on (B)(6) 2026: the infusion set patch did not adhere to the skin. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.